Manufacturer narrative:
Nurse call cable not plugged into headwall.

Event description:
It was reported by service report that the nurse call was not functioning. The customer could not determine if there was pt involvement or if there were adverse consequences to report.